Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did return however, the customer reported insulin pump was still turning on and off. The customer also reported battery out limit and was able to clear the alarm and then received lost sensor alarm. The insulin pump will not be returned for analysis.